Event description:
This is filed to report that the clip delivery system (cds) was used after the expiration date. It was reported that this was a mitraclip procedure was performed on (B)(6) 2015, to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc) and the clip delivery system (cds) were observed to be expired (expiration: 05/2015) by the account; however, the devices were intentionally used in the procedure. There were no issues during use with the mitraclip system. One clip was implanted and the mr was reduced to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. The device was not returned for analysis; therefore, the expiration date on the specific product label could not be confirmed; however, a review of the label for this lot was conducted and all labels indicated an expiration date (use by date) of 31-may-2015. This confirms that the product was labeled correctly, and based on the reported information the product was used 3 days past the labeled expiration date. It should be noted that in the mitraclip system instructions for use (IFU) warns the user do not use the system after the use by date stated on the package label, and never reuse or re-sterilize the system. In this case, the reported device expiration issue is associated with the physician using the device past the expiration date; there is no indication of a product quality issue. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the database identified no other incidents for the reported lot for the reported device used after expiration. Based on the information reviewed, there is no indication of a product issue. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.